Event description:
There were coupling/communications issues; there was still a little swelling at the pocket site. When using the antenna locate feature the highest value obtained was 54. It was confirmed that the ins was flipped; it was revised. Following revision, the pt was "fine" and could recharge.

Manufacturer narrative:
(B) (4)